Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Needle came off and stuck into the top part of insulin cartridge. Nurse unable to give rest of dose at it blocked administration. Stopped administration. Unsure if full dose was given. Piece of needle removed from the insulin cartridge. New insulin requested in case any metal remaining. Pictures taken. This occurred at (B)(6) which is part of the (B)(6). They converted to as duo on (B)(6) 2023.